Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced tape not sticking issue during use on (B)(6) 2026. No further information is available.